Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional (hcp) reported that during an intraocular lens (iol) implantation procedure, a mark was observed on the optic of the lens. The procedure was completed on the same day. Additional information received stating that the mark was identified prior to implantation, specifically while preparing to load the lens into the cartridge.